Event description:
The account alleges the head hi/low will slowly drift down. No injury reported.

Manufacturer narrative:
The account replaced the head hi/low down valve and the issue remains. Tech told the account to replace the emergency trendelenburg valve. No further info is available on the repair of the bed at this time.